Event description:
Material # 306546, batch # 4319122. It was reported by customer that the syringe is visually discolored at the tip. Verbatim: rcc received a complaint via email. Email(s) attached. We recently had the following product complaint regarding man # 306546/lot # 4319122. The syringe is visually discolored at the tip.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.the actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up a report was received indicating visual discoloration at the tip of a prefilled syringe. As the physical sample was not returned, a comprehensive evaluation could not be conducted. However, one photograph was provided and reviewed by our quality team. The image depicts a prefilled syringe within its flow wrap packaging, showing discoloration on the syringe tip cap, including the threaded area. No additional defects or abnormalities were observed. A review of the device history record (DHR) was completed for material number 306546, lot 4319122. The review found no quality issues or deviations during the manufacturing process that could be linked to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with established specifications. To date, no similar complaints have been reported for this lot. Based on the photographic evidence, the reported issue has been confirmed. However, due to the absence of the physical sample, a definitive root cause could not be determined.